Manufacturer narrative:
(B)(4). Though the device was not approved for sale in the u.s. At the time of the event, it uses a delivery system which is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 75% stenosis in the distal posterior descending artery with heavy calcification. The 2.5 x 18 mm absorb scaffold was placed, but the balloon would not inflate to deploy the scaffold. An air bubble was noted. The patient was given unspecified medication. Once outside the patient, the device was inspected and the balloon was observed to be leaking. It was reported that there was a clinically significant delay in procedure. It was further reported that there had been some difficulty removing the protective sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported difficulty removing the protective sheath could not be confirmed due to the sheath not being returned. The reported failure to inflate, difficulty deploying the scaffold and material rupture could not be determined due to a noted separation at the proximal balloon seal. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Although a conclusive cause for the reported difficulty removing the sheaths could not be determined, the reported failure to inflate, difficulty deploying the scaffold and material rupture appear to be related to the reported difficulty removing the protective sheaths.